Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the top trigger on the small battery drive device did not work. During in-house engineering evaluation, it was observed that the moving parts of the trigger did not move smoothly, and the trigger was sticky. It was further determined that the device had foreign substance/debris/cleaning/sterilization. It was further determined that the device failed pretest for check for sticky triggers. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.